Event description:
Additionally: all three trocars have been subchoroidal. Also, information reasonably suggests the incident resulted in a retinal detachment. There is no further information provided. Information does suggest the surgeon was able to stabilize the eye.

Manufacturer narrative:
The investigation was done on the returned product. Dimensions of cannulas od and length of the shaft are within specifications. One of the cannulas is missing, therefore only 2 were checked. There is damage on the cutting edge of the inserter. There is no information of patient harm due to the missing cannula. Information suggests that the cannula caused instability in eye and retinal detachment (outlook mails), serious harms, hence concluded as reportable. This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer (dutch ophthalmic research centre b.v.). Details of this activity were discussed with cdrh office of compliance ((B)(6)) during a tele-conference on (B)(6)2017. All available information has been disclosed. This complaint has now been closed.

Manufacturer narrative:
The investigation was done on the returned product. Dimensions of cannulas od and length of the shaft are within specifications. One of the cannulas is missing, therefore only 2 were checked. There is damage on the cutting edge of the inserter. There is no information of patient harm due to the missing cannula. Information suggests that the cannula caused instability in eye and retinal detachment (outlook mails), serious harms, hence concluded as reportable. This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer (dutch ophthalmic research centre b.v.). Details of this activity were discussed with cdrh office of compliance (B)(4) during a tele-conference on 05/31/2017.

Event description:
Additionally: all three trocars have been subchoriodal. Also, information reasonably suggests the incident resulted in a retinal detachment. There is no further information provided. Information does suggest the surgeon was able to stabilize the eye.